Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6; -12.0/4.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021 the patient experienced lens rotation not associated with low vault and blurred vision. On (B)(6) 2022 the lens was explanted and later on the same date a replacement lens of longer length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a eye drop container in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - updated device evaluation: lens was returned in an eye drop contrainer in liquid. Visual inspection found the lens haptic torn. Dimensional inspection found the lens within specifications. Claim#: (B)(4).